Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed park jh, cho yj, son hs, chun ys, rhyu kh. Favorable mid-to-long-term results of impaction bone grafting using a fresh frozen allograft bone with cemented stem for the treatment of paprosky IV femoral bone defects. J orthop sci. 2021 oct 22:s0949-2658(21)00324-9. Doi: 10.1016/j.jos.2021.08.017. Epub ahead of print. Pmid: 34696922. Objective and methods: the purpose of this study is to determine the mid- to-long-term clinical and radiographic results of revision thas using competitor products. This complaint will capture the single patient who had a depuy tha revision. Lot, model and catalog number are not available, but the suspected depuy device possibly associated with reported adverse events: aml femoral stem, unk depuy femoral head. This complaint will capture all events potentially associated with the depuy devices. Results associated with the competitor implants will be excluded. The femoral head utilized with the stem is unknown. It is reasonable to assume that a depuy femoral head was paired with the depuy aml stem, though this is not confirmed. The acetabular components utilized in this study are unknown. The radiographic images in fig. 2, pp. 3 identified patient specific results which will be captured below. Adverse event(s) and provided interventions possibly associated with depuy devices: figure 2: (B)(6) female: patient received a depuy aml stem and head with unknown acetabular components and unknown fixation devices to treat injuries sustained in a motor vehicle accident. 19 years later, the patient received a stem and head revision to treat femoral osteolysis, severe cortical defects, stem loosening and stem subsidence. The patient was revised with a competitor stem and head combination as well as competitor allograft and metal mesh.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. All available x-rays and photographs were reviewed, and there is no evidence of a depuy synthese device related problem. Depuy synthese considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot : a manufacturing records evaluation (mre) was not performed as no finish goods lot number or product code was provided for this device.